Event description:
It was reported that this was a c/o incomplete partition. Intra-op, there was no issue. However, one week later, at the time of stitch removal, csf leak was found. The csf had spread extensively beneath the skin. The child was taken for re-exploration and the cochleostomy was sealed with fascia and the issue was resolved. The surgeon observed that the muscle inside had thinned out due to erosion. At the time of switch-on (about a month later), there was hematoma observed at the site of implant/coil. There was tenderness at the site and the surgeon decided for conservative approach, and the pt was asked to use the implant sparingly. The issue seemed to be getting resolved to a certain extent. Yesterday, the pt reported to the physician and he observed that the implant was exposed slightly through the skin. Pressure bandage was applied immediately and pt admitted in the hospital. No testing could be performed. The pt was explanted on (B) (6) 2010. Decision for reimplantation shall be made later.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.